Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached an end of life (eol) battery status after 7 months of implant duration, despite minimal therapy provided. Interrogation revealed a warning fault, alerting the user to an extended charge time. The physician denies any patient exposure to magnetic resonance imaging (MRI); however, the patient did have a diagnostic computed tomography (cat) scan post-fall.